Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for end of battery life was not confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient reports last having therapy about 3 months ago. The battery was recovered and the ipg communicated, charged, and was functionally tested to manufacturing specifications using the autotester and passed the test. The root cause of the issue is unknown as confirmation that the patient didn't properly maintain the battery voltage was never received.